Event description:
It was reported that a flo-gard IV solution administration set's additive port detached, leaving an open line. A baxter pump was programed to infuse total parenteral nutrition solution at a rate of 53 ml/hour. The malfunction occurred 3 hours into the infusion. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The actual sample was not received. However, three unused devices of the same lot as the reported unit were returned for evaluation. Visual inspection, functional leak testing, and push/pull testing did not identify any leaks or disconnections for any of the samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.